Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered left breast implant rupture and right breast mass post-operatively. As a result, the patient had biopsy on the right breast on an unspecified date, fat grafting on the right breast and bilateral implant explantation and replacement on (B)(6) 2019. The patient had the devices replaced with the following devices: (left) 325cc mentor memorygel breast implant catalog: 3503251bc, lot: 7736997, sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc, lot: 7737701, sn: (B)(4). This medwatch form is for the right breast prosthesis.